Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
MDR has indicated a 36+5 trial head needs to be replaced due to ¿scrape type¿ marks from normal wear and tear. No intra-op or patient issues. No surgical delay as it did not occur in the or. No further information is available. Please send replacement direct to the following address:

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.